Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 3 uses too much power (e21), in patient circuit 2. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in saint louis, united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the patient pump 2, distribution board and ribbon cable have been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.